Manufacturer narrative:
Evaluation summary: customer reported that hypotony was confirmed after the surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported hypotony following a glaucoma filtering device implant procedure. During the postoperative period a suture was cut and glaucoma eye drop medication was prescribed. The shunt remains implanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided that the causality between hypotony and device was denied.